Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received stating the listed tracheostomy tube was placed in the pt on (B)(6) 2014. After 26 days of use, the pt reportedly developed respiratory distress. CT scan revealed the device out fo position causing the ventilator opening to be narrowed. According to the reporter, the device was exchanged emergently. Review of the removed device observed the cuff had lost air allegedly causing the device to shift out of position and impede the pt's airway. No permanent adverse events were reported.